Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure, the physician was unable to put a wire through the left ventricular lead. The wire would get stuck around the s-curve of the lead. The physician alleged a lead malfunction. A new lead was used to finish the procedure. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.